Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that after ten days of use, the cuff of a portex® blue line ultra® suctionaid tracheostomy tube lost pressure. No injury was reported.

Manufacturer narrative:
One used portex® blue line ultra® suctionaid tracheostomy tube was returned for investigation. A visual inspection of the device found the device to be in good condition. A review of the device history record showed there were no observations recorded during manufacturing of this lot of product. Functional testing found no leakage. The complaint was not confirmed, and no root cause was determined.